Event description:
A report was received that a pt went to the ER for pain associated with a bladder infection and it was also discovered that the pt had an infection at the pocket site. The pt was explanted and the pt's physician reported that the pt was experiencing a minimal relief from the system. The physician assessed that the pt had psychological issues that were interfering with successful stimulation therapy.